Event description:
The patient experienced dysphagia and swelling in the neck, for which the patient was hospitalized. No additional information has been received to date.

Event description:
The dysphagia was noted not to be related to vitaria in any way.